Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using footswitch from the control room. Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using footswitch from the control room. The philips field service engineer (fse) inspected the system onsite and identified the shoot button on pedal 1 of footswitch was non-functional. To resolve this issue, fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.